Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw1285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was placed (B)(6) 2022 with no issues. Patient has been receiving out patient infusions through the single lumen PICC. Patient reported on 2/28 recent pain with infusions. The PICC nurse was called to access today. PICC rn reports she flushed the line with no issues but had sluggish blood return. Reports when she pulled back for blood then attempted to push/flush the blood back into the PICC that blood started leaking around the inserting site. PICC was removed, PICC was completely intact but had a fracture at 8.7 cm. No harm was noted to patient other than pain with infusions."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was a photograph of powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter shaft between what appears to be the 8 and 10 cm depth marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear it was reported that the PICC was placed on 1/3/2022 with no issues, which indicates no potential damage or defect related to manufacture of the product. The leak was confirmed on 2/28/2022, which indicates that the catheter was damaged during use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC was placed 1/3/22 with no issues. Patient has been receiving out patient infusions through the single lumen PICC. Patient reported on 2/28 recent pain with infusions. The PICC nurse was called to access today. PICC rn reports she flushed the line with no issues but had sluggish blood return. Reports when she pulled back for blood then attempted to push/flush the blood back into the PICC that blood started leaking around the inserting site. PICC was removed, PICC was completely intact but had a fracture at 8.7 cm. No harm was noted to patient other than pain with infusions."